Event description:
The following was reported to davol by the patient: it has been alleged that on (B)(6) 2009 the patient underwent repair of an incisional hernia with a bard composix kugel hernia patch. Following implant it is alleged that she developed diarrhea and a stabbing pain which continued into 2015. She alleges that a CT scan and x-ray revealed that the mesh had torn, migrated toward the sternum, and wrapped around her intestines, causing erosion into her intestines. Additionally, she alleges that the images also revealed ¿little coil springs¿ all throughout her body. The patient claims that on (B)(6) 2015 she underwent a surgical procedure for removal of the mesh and the coil springs and that she was implanted with a non bard/davol device.

Manufacturer narrative:
Based on the description of the fasteners used as, ¿little coil springs" it does not appear that the surgeon used davol fixation product to secure the mesh. Additionally, based on the allegation of ¿little coil springs¿ all throughout her body it is possible that the fixation used for the repair had failed. However, based on the information provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Not returned to manufacturer.